Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level that was "high" per continuous blood glucose monitor. Reportedly, customer had not been aware that pump had shutdown and subsequently ceased insulin delivery due to low battery. High bg was addressed with a manual correction injection.